Manufacturer narrative:
Returned to manufacturer on 11/16/2015. The explanted device was returned for evaluation. The report of elevated lactate dehydrogenase (ldh) and suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, a loosely seated deposition was present in the outlet stator. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet bearing cup or outlet/cone section of the rotor. Although its origins and a duration in which it was present in the pump could not be conclusively determined, the deposition did not appear to have originated in this location. Examination of the remaining blood-contacting surfaces revealed no depositions. If present for an extended period of time, the deposition found in the outlet stator would have contributed to the patient's elevation in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient also had sub therapeutic international normalized ratio.

Manufacturer narrative:
The referenced percutaneous lead repair was reported under medwatch MFR report# 2916596-2015-02241. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The device is expected to return for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to rising lactate dehydrogenase values and the pump not offloading the left ventricle. The explanted pump will be returned for evaluation. It was noted that the patient had previously undergone a percutaneous lead distal end repair on (B)(6) 2015, due to a previous driveline compromise.